Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Although evidence of the customer's reported problem regarding under infusion was unable to be identified in the pump event history log, the customer's problem was verified upon simulated use testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the expulsor assembly was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to failed delivery accuracy tests (-17.2%, -17.6%). No patient involvement was reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing, and there was no patient involvement.